Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost weight. As such, the patient is experiencing discomfort located at the ipg site. Surgical intervention may be taken at a later date to address the issue.

Event description:
Additional information received indicated that the patient lost a lot of weight and thus the patient felt the ipg was moving in the pocket. As such, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg pocket was made smaller resolving the issue.